Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
It was reported that the touchscreen was not functioning. A replacement of the touchscreen was determined to be required. The unit was sent to bench repair. The bench service engineer (bse) replaced the touchscreen but has not yet returned the unit back to service due to other repairs delayed by parts on backorder. The investigation is ongoing.

Manufacturer narrative:
It was reported that the touchscreen was not functioning. A replacement of the touchscreen was determined to be required. The unit was sent to bench repair. The bench service engineer (bse) replaced the touchscreen. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.